Manufacturer narrative:
The company service rep examined the system and no problems were found. The company service rep installed a new latch seal. The latch seal was not related to the problem reported. The system was then tested and met all product specifications. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).

Event description:
The customer reported the vitrectomy probe was aspirating but not cutting. The probe was switched out and the case was completed as planned. The system was functioning without any problems noted. The customer did not save the vitrectomy probe for eval. No pt injury was reported.